Event description:
A report was received that a pt underwent a pocket revision procedure due to discomfort at the pocket site. The pocket site was relocated and the pt was reportedly, doing well following the procedure.

Manufacturer narrative:
This is the final report.